Event description:
It was reported that after a pulse field ablation procedure using a farawave catheter the patient experienced cardiac tamponade likely caused by a perforation. The procedure had been completed successfully, when they attempted to check the isolation of the left pulmonary veins they were unable to reach the location easily, so all devices were withdrawn, and the procedure was completed at that point. The data from the procedure was reviewed and it was noted that during the 8th ablation the patient's heart rate increased and st elevation was seen on the ECG, the rest of the patient's vitals were normal. After the procedure an ultrasound showed pericardial fluid and at that time, they decided to observe the patient to see if the situation resolved on its own. Before the patient could be moved to the critical care unit for observation their blood pressure dropped, and their heart rate increased more. The patient reported not feeling good. A second ultrasound was performed, and cardiac tamponade was diagnosed. A pericardial puncture was performed, and the fluid was drained, then the patient was transferred to the cardiac care unit. In the physician's opinion the most likely cause was a guidewire puncture of the left atrial appendage, however, the ultimate cause could not be confirmed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).